Event description:
It was reported that a screw was inserted and when the surgeon tried to remove the screwdriver, the head was stuck on the screwdriver and disengaged from the screw. No force was used. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the screw head has disengaged as complained. No manufacturing related issues were found. Further investigations have shown that the collet is rotated and therefore jammed. Due to previously received market feedback, the failure of this phenomenon has already been identified. In this regard we would like to point out that it is very important to use the head alignment tool to rotate and align the screw heads. Nevertheless, in terms of continuous improvement a design change has been initiated.